Event description:
The report received from the affiliate indicated that during a coil embolization, the physician experienced severe resistance/friction during advancement of the orbit galaxy tight distal loop complex fill coil 4 x 10 through the excelsior sl10 microcatheter (mc). The coil delivery system was removed and another one/same catalog number was advanced through the same mc and deployed without any problem. The procedure was completed successfully. There was no reported patient injury. It was not known exactly where in the mc that the resistance/friction occurred. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No additional information is available. The target lesion was the vertebral artery-posterior inferior cerebellar artery. No vessel/aneurysm characteristics were provided. Addendum: based on the results of the product analysis (pa), the pm code of coil/unraveled/stretched was added. An additional device was returned for inspection and was noted to be separated.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00084 and #3007628272-2012-50009.

Manufacturer narrative:
Complaint conclusion: it was reported that severe resistance was met when inserting a 4x10 trufill dcs orbit galaxy (640cf0410) in an excelsior sl10 microcatheter (mc). Therefore the coil was safely removed from the patient and was replaced for a new same type coil (640cf0410) which was able to be placed through the same mc without any friction and was detached without any difficulties or associated complaints. Afterwards, the procedure was completed with no other issues. There was no patient injury reported. It is unknown exactly where in the mc the resistance was encountered. It is unknown exactly where in the mc the coil met resistance. Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No additional information is available. Two orbit galaxy devices were returned, one device confirmed to be the device which was unable to be advanced through the mc was received with a stretched coil. The headpiece of the second device remained in the gripper and the delivery tube was separated. It was confirmed that both returned devices were used in the patient and it was reported that the coil of the second device detached without any difficulties with no complaint against the device. (B)(4): the product was returned for inspection. Two non-sterile 4x10 orbit galaxy tight distal loop complex fill coil systems were received coiled inside of plastic bag. The device identified as having been used in the same procedure but with no complaints reported was inspected. The hypotube of device was noted to be broken at the middle; the hypotube seems to have been kinked before breaking occurred. Several kinks were noted along the two returned pieces of hypotube. The introducer was unzipped, and in good condition. The support coil, the gripper and the headpiece were received inside of the introducer. The support coil was found kinked, the gripper was found without damage and the headpiece attached to it, the suture and embolic coil were not returned for analysis. Just the head piece of the embolic coil was received attached to the gripper. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The od of the delivery system was measured and was found within specification. Based on the reported information that there were no complaints against this device and that the coil system was advanced through the mc and detached successfully without any difficulties, no conclusion can be made regarding the condition of the returned device. It is possible that post procedural handling/manipulation prior to return contributed to the condition of the returned device. The lot number of this device is not known; therefore, a device history record review cannot be completed. However, based on the analysis and the reported procedural information, there is no indication of any device manufacturing or device performance issues. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00084 and #3007628272-2012-50009.